Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that the device could not be interrogated. It was determined that the device was in hw reset. The device was explanted.

Manufacturer narrative:
The reset was due to a power on reset (por) caused by low battery voltage. Review of the device image found the actual longevity was within longevity estimations based on the device settings and usage. All electrical functions of the ICD are normal. Multiple charges induced heavy battery usage over short time that caused the por and depleted the battery.

Manufacturer narrative:
Na